Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported, the roller pump display went blank. The display came back on and the user proceeded with the procedure. The next day, the same phenomenon occurred. The user rebooted the heart lung console and the roller pump functioned as expected. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.